Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Technical visual inspection found no anomalies. Device evaluation identified that the power board was defective, and the flex cable and rear connector housing were damaged. The power board was refurbished with no new parts and the msl flex cable and rear connector housing were replaced. The circuit boards were inspected. The front/rear connectors and case were inspected. The device was calibrated. The firmware was set to p.01.46. All pcbs were tested and passed. The flow rate, gas calibration test, leak check, and final visual inspection were all tested and passed. The root cause was determined to be the defective power board. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device had a broken c02 monitor. It is unknown if there was patient involvement. There was no report of patient harm. No additional information is available.